Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 399 mg/dl at the time of admittance. The customer stated that nothing had happened prior to hospitalization and that her blood glucose increased for no apparent reason. She complained of dehydration. She was hydrated with an intravenous drip and treated for high blood glucose with manual injections. Upon stabilization, the customer was discharged. The customer declined troubleshooting and requested that the insulin pump be replaced. She stated that the reservoir had been leaking insulin over the weekend and that the insulin pump was depleting battery life too soon. She noted that she did not believe the device was delivering insulin as it should have been. She stated that, without breakfast, her blood glucose reading was 311 mg/dl. She reported that over the weekend, it had risen to 462 mg/d, then 465 mg/dl, and that was when she went to the hospital. Nothing further noted.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and a cracked reservoir tube window.